Manufacturer narrative:
Concomitant product(s): product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Other relevant device(s) are: product ID: 8731sc, serial/lot #: (B)(4), ubd: 17-mar-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving an unspecified drug of unspecified concentration at an unspecified dose rate via an implantable pump for post-laminectomy pain and non-malignant pain. It was reported that the tubing had come out on the patient¿s spine. The date of the event was not reported. No patient symptoms were reported. The reporter refused the direct number to the manufacturer¿s patient and technical services department because it was already the weekend and they needed to have a quick assistance. No further patient complications have been reported as a result of this event.